Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. The day of the event the experienced feeling unwell, and the CGM reading was 121 mg/dL. No fingerstick was taken, but shortly afterward, she began experiencing vomiting and had ¿seizure activity¿. Despite being nearly unconscious, she drove herself to the hospital. When a fingerstick was taken on arrival the CGM reading was 121 mg/dL, and the blood glucose reading was 604 mg/dL. The patient was treated with intravenous insulin. Due to complications related to a further not specified heart condition and dehydration ¿not related with the diabetes¿, she was admitted to the hospital and remained hospitalized for 2 days. At that time of the blood glucose readings were consistently around 100 mg/dL. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.